Event description:
It was reported that the right ventricular lead showed oversensing, noise, and low sensing values on the interrogation. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the patient was admitted to the hospital due to a syncope episode. The interrogation showed variable ventricular lead impedance, oversensing, and increased threshold. During the lead revision, the lead was disconnected from the device header and tested twice with satisfactory values. The device was inspected and questioned because there was blood in the ventricular connector in the header. The device was explanted and replaced. The rv lead was re-used and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Save to disk review noted no anomalies were found.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.